Manufacturer narrative:
The reporter checked the electrodes and noted there was a bubble and condensation in the na electrode. The field service engineer checked the electrodes and system reagents. Precision studies were performed and met specifications. Ise calibration and controls were within specifications. The last calibration performed on (B)(6) 2020 was ok. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na+ electrode on a cobas integra 400 plus. An incorrect value from the sample was reported outside of the laboratory. The sample was tested three times on the integra 400 plus analyzer, resulting with na values of 115 mmol/l accompanied by a data flag, 114 mmol/l, and 114 mmol/l. The sample was repeated on a piccolo instrument, resulting with an na value of 125 mmol/l. The reported did not know which values from the sample were correct. The reporter mentioned the sample was collected from an intravenous line and was not sure if the line was contaminated. The na electrode lot number and expiration date were requested, but not provided.